Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that minilink blinked when removed from charger but did not blink by connection to sensor. The customer mentioned bent or dislodged electrode. The customer's blood glucose reading was 323 mg/dl. The product was returned for analysis.